Manufacturer narrative:
Stryker evaluated the customer's device and was able to verify and duplicate the reported issue. Investigation found that the front case had damage. The front case was replaced to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report their device's on/off button did not work. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The results code grid has been updated. The supplemental medwatch report indicated: results code grid: operational problem. The supplemental medwatch report should indicate: results code grid: electrical/electronic problem identified.

Event description:
The customer contacted stryker to report their device's on/off button did not work. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Further evaluation determined the root cause to be the broken/damaged main keypad.

Event description:
The customer contacted stryker to report their device's on/off button did not work. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.